Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported entrapment of device (clip caught in chordae) was unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
This is being filed to report a mitraclip that was deployed on chordae and the leaflets. It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) and thick valve pathology. Due to the anatomy, a mitraclip xtw was selected to implant on the a2 and p2 leaflets. Depending on the outcome of the residual jet and pressure gradient, a second mitraclip was planned to be implanted. During the procedure with the first clip, grasping and leaflet insertion assessment were satisfactory. The mr was reduced to mild. During the deployment sequence of the first clip, the xtw opened slightly during establishing final arm angle (efaa). The angle was less than 5 degrees, which is normal settling of the device per instructions for use (IFU). The deployment steps were repeated and the clip did not open. Once deployed, the mr mildly increased, medial to the clip, and there was an intra-clip jet. This confirmed that the clip opened to some degree. The estimate was less than 5 degrees and the clip was stable. To further reduce the mr, the planned mitraclip nt was implanted in the lateral position, as the medial position did not improve the mr. The final mr was reduced to 1+. It was noted after the procedure, a chord was entrapped in the clip that was thought to have provoked the slight opening. One day post-operative transthoracic echocardiogram (tte) confirmed the mr was mild (1). There was no adverse patient sequelae or clinically significant delay. No additional information was provided.